Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: striated opening, sharp broken opening, non-penetrating nicks and crease folds. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a striated opening due to surgical damage consistent with the use of some surgical tool, sharp broken opening on the posterior side due to a surgical impact opening, missing shell assessed as inconclusive, and creases were observed but have no relationship with manufacturing.

Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru psr. This report is late due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "suspected-rupture" and "fluid around the implant" with an ultrasound report. Later healthcare professional reported" right side rupture, "multiple collapsing folds and leakage of the implant." With MRI report in addition to patient's previous reports of "gel particles floating outside of the implant" and "fluid around the implant" as per imaging exams. Patient again reported "ultrasound also saw fluid, pain starting in the r breast, always had pains and twinges in both breasts , worried about alcl". The device has been explanted.